Manufacturer narrative:
H6, medical device problem code (a), was corrected. D9 and h4 were updated. The customer's reported complaint that the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) was not confirmed in either the archive data or during functional testing. The archive data did not show any error messages on or around the reported event date. During functional testing, the reported fault code 16 (timeout moving to take-up position) was not replicated. Following service, the autopulse platform passed all testing criteria.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position). According to the customer, the device is typically stored inside a locker on the rescue unit. No consequences or impacts on the patient.